Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up of an asymptomatic patient, a high capture threshold was observed on the left ventricular lead. It was suspected that the lead's position had shifted. The lead was explanted and replaced without complications.